Event description:
On (B)(6) 2012, the patient underwent a procedure for the implantation of the conformable gore tag thoracic endoprosthesis requiring a gore dryseal sheath. After several attempts, the physician was unable to advance the sheath. Due to the dimension of the femoral access, the physician elected to suspend the procedure and close the access in the way to perform a conduit in a second stage. The procedure was finished successfully and the patient tolerated the procedure. On (B)(6) 2012, the patient experienced a thrombosis of the right common iliac, right external iliac and right common femoral. No further adverse event were reported. Further information was requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were sent to gore for analysis. Further information will be provided.